Event description:
The customer reported via phone call that there was an issue with the reservoir. The customer stated insulin was squirting out during the manual prime process. Customer's blood glucose was 130 mg/dl. Customer also noted the insulin pump's piston did reach the end of the reservoir during a prime, but it appeared to never touch. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.